Manufacturer narrative:
Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 168943 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 168943, device part number 195-430h / lot 165755. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 168943 showed that the complaint rate is (B)(4).. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. However, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The customer states a pcr test was taken at a clinic .

Event description:
The consumer reported an unconfirmed false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. On the same day, the patient went to the clinic and got tested, the test generated positive results (name of test not provided). Repeat testing was performed with the binaxnow covid-19 antigen self test and generated negative results. Per the consumer, there was no patient harm due to the results. Additionally, there was no delay or impact in treatment due to test results.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.